Event description:
Patient passed away reporting as a combination of cardiac arrest and elevated bg's.

Manufacturer narrative:
Unomedical was by our distributor made aware of the death of a patient. No devices were shipped to unomedical and since no lot number was available, the retained samples from the reserve lot could not be tested. Our distributor was asked for further information and to the where about of the device. The case has been closed due to missing information. No relevant testing could be performed. Since the lot number is unknown, no batch record review or testing of retained samples could be performed. If the lot number becomes available, the case will be re-opened and appropriate actions will be taken.